Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received (B)(6) 2018. Left knee was treated for persistent wound drainage on (B)(6) 2016, following attune primary total knee replacement on (B)(6) 2016. The left knee was treated again for wound inflammation and possible recurrent abcess on (B)(6) 2017 and again on (B)(6) 2017. None of these treatments involved revision of the knee implants. Additionally, a physician note from revising surgeon to pcp indicated that the cultures taken on (B)(6) 2017, were negative for infection. Finally left knee was revised for recurrent infection, and subsequent identified implant loosening of the tibial baseplate at the cement to implant interface on (B)(6) 2017. The femur and patella were well fixed. Femur, insert, and tibial components were revised, with the placement of a competitor antibiotic spacer. Competitor cement was used at primary implantation. Doi: (B)(6) 2016, dor: (B)(6) 2017. Left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot :product code 150610008, lot number 8186855 device history review: product code 150610008, work order 8186855 was manufactured on 29-sep-15. (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.